Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system intermittently displayed frame rate errors during 3d image acquisitions. Restarting the imaging system restored functionality. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The cable assembly was returned to the manufacturer for analysis. A functional and visual inspection, as well as performance testing was performed. Analysis was unable to confirm the reported issue and the cable passed all testing. The part was working as intended.

Manufacturer narrative:
Correction is being filed to correct the aware date on the previous follow up. The aware date should be (B)(4) 2018, which is the date the analysis was completed on and new information was made aware to the manufacturer.